Event description:
It was reported that a flogard infusion pump experienced an insert slide clamp alarm. It is unknown at what step of the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Review of the alarm log did not identify documentation of any alarms/failure codes that would confirm the reported problem. Visual inspection found the device in good physical conditions. Functional testing identified the reported insert slide clamp alarm. This confirmed the reported condition. The cause was determined to be that the safety clamp assembly was out of calibration. To address this issue the safety clamp was calibrated. The device was restored to a good working condition and returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.